Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 9 cm abdominal aortic aneurysm. The vessels were severely calcified. It was reported that 2 wires were used during this procedure. One of the wires was a "buddy" wire and it was used to deliver the contralateral limb due to the vessel tortuousity. The contralateral limb was placed fine, and a contralateral extension was needed. The extension was delivered on the wrong wire and ended up being half in the iliac artery and half in the sac without any connection to the previously-placed contralateral limb. The decision was made to convert to an open surgical repair. The event was attributed to wire mismanagement as the device performed as intended. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation, results: severely calcified vessels. Device was delivered on the wrong wire. Conclusion: severely calcified vessels, device was delivered on the wrong wire.